Event description:
It was reported that the ventricular lead exhibited loss of capture. The lead was capped and replaced during a pulse generator change out procedure. The patient was well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.